Event description:
According to the reporter: occurred during a robotic laparoscopic sleeve gastrectomy. While stapling the stomach, the powered handle began to fire the reinforced reload but stopped halfway through. The grey button was pressed, the knife retracted, and the reload was able to be removed. To complete the procedure, a manual handle was used. No patient injury or extension in surgical time reported. Patient status is alive, no injury. Relevant medical history: obese

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. The eeprom was uploaded and indicated 49 autoclave cycles for the handle. A pmv representative adapter and sulu were connected to the subject handle and applied to test media. The device responded correctly and the reload was able to be fired. The reload cleanly applied staples and transected the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.